Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to the patient developing recurring incontinence. The physician suspected that the cause of the incontinence was a sizing issue, so a smaller cuff was implanted for better coaptation. There were no additional patient complications.